Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the foot left side rail was broken and would not raise or lower. No pt involvement or adverse consequences are reported.